Event description:
The customer reported that the sys displayed an overload fault error message. This error may cause the sys to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.